Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the functionality of the clutch and opto buttons on the master tool manipulators. No issues were found during testing. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
The nurse reported on behalf of the surgeon that the left and right surgeon side console (ssc) manipulator clutches were not functioning during a da vinci-assisted thoracic surgical procedure. The technical support engineer (tse) advised that both opto clutches needed to be retracted in order to move the manipulator position without the patient side cart (psc) assigned universal surgical manipulators (usms) moving. The surgeon confirmed that both opto clutches were being retracted, but the usms continued to move¿no obstructions blocking the opto button movement. The tse advised to utilize the ssc foot clutch; the surgeon was able to ergonomically position the ssc manipulators correctly without the usm movement on the psc. The system was a single ssc setup. Nothing pertinent in the live logs. Surgery will proceed with no detriment to the procedure. The tse advised to utilize the foot clutch when required and refrain from using the left and right finger clutches. Later, it was reported that the issue returned. The customer reported event has no report of patient injury.